Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
A user facility medwatch (ref # mw5076606) was received stating that: "ventilator was found to be in nava mode. No staff programmed or reset the ventilator. Pt became hypotensive and oxygen saturations went down to 60." (B)(4).

Manufacturer narrative:
Further information has been requested several times but no response has been received from the user facility. No ventilator logs have been provided and no service on the ventilator has been requested by the hospital. Information about the current status of the ventilator has not been provided. Patient's final outcome is unknown. No investigation has been possible, therefore the root cause of the reported event has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).